Manufacturer narrative:
The evoke scs system remains in use. The cause of the reported patient symptom was most likely due to a csf (cerebrospinal fluid) leak which was treated with two epidural blood patches (ebp). An ebp is a procedure that is commonly used to treat csf leaks. It is likely that a csf leak had occurred during the implant procedure but could not be confirmed as there was no reported indication of csf leak at the time of implant. Evoke scs system surgical guide lists cerebrospinal fluid (csf) as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
The patient reported that their symptoms resolved immediately after the second blood patch.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a post-implant follow-up, the patient reported a headache. The physician suspected a possible cerebrospinal fluid leakage (csf) which was treated with a blood patch. Following the blood patch, the headaches initially resolved but recurred with associated neck stiffness and nausea. A repeat blood patch is scheduled for next week.